Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead - (B)(6) 2007. (B)(4).